Event description:
It was reported that "consultant who has used deflux for 20 years encountered two deflux glass syringe breakages in the same procedure. Same injection technique was used as he has always used before." Additional information received on october 16, 2025, indicated that "the patient was under anaesthesia, and the procedure could proceed without awakening the patient. Deflux metal needle was used. Deflux was used to treat vur in a child patient. The flange of the glass syringe broke away under normal injection pressure." Associated mdrs: 3014909464-2025-00061 and 3014909464-2025-00062.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint evaluation testing was performed from the sample returned. Two empty syringes in return. Number of units and lot is in accordance with report. Both syringes have broken-off flanges. Visual inspection has been performed of provided picture in terms of overall appearance. The picture displays two almost empty syringe with broken flanges. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No previous similar reported complaints on the lot. No quality issues found connected to the raw material (glass syringe) which can explain the complaint. The root cause of the complaint is undetermined. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed.

Event description:
It was reported that "consultant who has used deflux for 20 years encountered two deflux glass syringe breakages in the same procedure. Same injection technique was used as he has always used before." Additional information received on october 16, 2025, indicated that "the patient was under anaesthesia, and the procedure could proceed without awakening the patient. Deflux metal needle was used. Deflux was used to treat vur in a child patient. The flange of the glass syringe broke away under normal injection pressure." Associated mdrs: 3014909464-2025-00061 and 3014909464-2025-00062.